Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.37 mm offset at the tips. A clip could be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips; the instrument failed the clip test. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not properly release clips. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred while the surgeon attempted to place a medium-large hem-o-lok clip on a vessel or tissue bundle and the problem was that the clip would open after being closed. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The event reportedly occurred after the third clip application. The customer replaced the medium-large clip applier instrument with another clip applier instrument to continue with the procedure. There are no photos and/or videos of this event available for isi review. A fragment fell inside the patient but it was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Isi has not received the medium-large clip applier instrument for failure analysis evaluation.